Event description:
Pt had a diagnostic laparoscopy, and right cystectomy on (B)(6) 2018, utilizing ethicon endopouch specimen retrieval device. The cyst had ruptured and the device was used to collect the pieces of the cyst. The bag did break in the process of removing the device, but the surgeon thought all of the pieces of the bag were removed. Pt returned to the hospital on (B)(6) 2018 with complaints of pain and fullness in llq for laparoscopy, reduction and closure of incarcerated acute post op port site hernia, repair of bowel injury, removal of retained foreign body (a piece of the ethicon endopouch specimen retrieval bag.)